Event description:
It was reported that the customer was hospitalized for hypoglycemia. Prior to the event, the customer changed the infusion set, and shortly after, the reservoir was empty. The insulin pump was downloaded and several motor error alarms were found. There were also a number of large fixed prime deliveries in the prime history, within a few minutes apart. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.